Event description:
On (B)(6) 2012, the pt was undergoing repair of an abdominal aortic aneurysm, as well as bilateral iliac artery aneurysms. Two aortic extender components were implanted into the iliac arteries extending contralateral leg components. On (B)(6) 2012, the pt underwent a follow-up computed tomography angiography that revealed a possible distal type I endoleak. On (B)(6) 2012, the pt underwent a reintervention where an add'l aortic extender component was implanted. After the device was implanted, type ii endoleaks were noted from several lumbar arteries as well as the inferior mesenteric artery. The pt will continue to be monitored.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. According to the gore excluder aaa endoprosthesis instructions for use, the aortic extender endoprosthesis (aortic extender) provides an extension of approx 1.6 cm or 2.2 cm of the leading (proximal) end of the trunk-ipsilateral leg endoprosthesis (trunk). Add'l device: 9318634/pxa320400.